Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that no x-ray image was visible in plane a and only lines and image disturbances were visable. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The detailed examination could not provide a clear result. The replaced boards examined at the factory showed no error and functioned as specified. The examination of the log files could not provide a clear indication either. According to system specialists, it is obvious that the imaging chain in the digital image pre-processing (dipp) area had a malfunction. Most likely, the so-called copra/ceb board was affected by the temporary malfunction. Whether this was due to a contact problem could only be assumed. Because the situation at the customer's site has been rectified by replacing the parts, it is no longer possible to carry out a further investigation on site. The malfunction described resulted in image artifacts appearing in level a of the two-level system. Level b was fully functional. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.